Event description:
It was reported to philips that the device "did not defibrillate" during a cardioversion procedure. On (B)(4) 2018, the device failed to deliver a shock using transcutaneous paddles to perform a cardioversion procedure. The clinicians used another device to treat the patient. The patient involved was reported to have not experienced harmed and there was no adverse patient impact. The head of cardiology department reported that the device behavior was not attributed to the patient outcome. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device "did not defibrillate". The device was reported as being available for clinical use at the time of the event. It was reported that no patient was harmed and there was no adverse patient impact. There was no initial report of immediate clinical action taken to prevent serious injury or death. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.